Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was contamination on multiple components (u705, u714, c789, c790, c740, c739, and u713) on the dn pca board of the electrode belt. The root cause for the contaminated pca board was unable to be positively identified but was likely ingress of an unknown substance. . No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.